Manufacturer narrative:
(B)(4). Pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was broken. Customer stated that reservoir was able to locked in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.